Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had been sick for 2 weeks and they were sick of their stomach. Patient reported they had been sick for the past two weeks and they were getting sensations sometimes when they had gas or an upset stomach or colon. Patient stated the stimulation sort of goes through their incision and it is sort of like raising the therapy and they didn't want to raise it. Patient inquired if this was unusual. Patient mentioned they are gassing and their hand were shaking and their bladder was really bad today. Reviewed therapy information and general programming guidance. Patient was able to connect to implant and confirmed current setting is 4.5. Patient would maintain stimulation level and would continue to track symptoms. Redirect to doctor if issue persists. Patient also mentioned they had tingling down their leg. Patient did not want to make any adjustments at the time of the call. Redirected to hcp to further address issue.